Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11 no technical inquiries were received from the customer. One opened probe with tip protector in a tray with other items was received. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be nonconforming for actuation, nonconforming for aspiration and conforming for cut. No noise was observed during functional testing. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations along the inner cutter. The sample was tested with a syringe and resistance was felt. Solid material blocking the aspiration path. Retested actuation with probe driver and was found to be conforming. Excessive adhesive was observed at the diaphragm. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the file were reviewed by the manufacturing site. Photo 1 shows two pak labels, reported product and lot information is confirmed. Photo 2 shows a shelf of 10 paks, the paks are too far away to confirm product and lot information. Reported issue could not be confirmed from the photo review. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation could not confirm the change in probe sound or cut failure. The complaint evaluation indicates the probe had an aspiration and actuation failure. The root cause of the aspiration failure is solid material in the aspiration path. The exact root cause of the interference could not be determined from the evaluation performed; however, a potential contributing factor of excessive adhesive on the diaphragm could not be ruled out as a possible manufacturing related issue for the actuation failure observed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as change in sound and cut failure were not confirmed and the exact root cause for the aspiration and actuation failure could not be determined. A non-conformance record was opened to trend the defect of excessive adhesive at the diaphragm. A nonconformance investigation has been completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe could not cut and change in the probe sound during vitrectomy surgery. The surgery details were unknown. There was no impact to the patient.